Event description:
It was reported that a customer experienced a broken screen on their pump, rendering it unusable as the display remained black even though the pump powered on. There was no reported impact to the customer's blood glucose level. The device was scheduled for return, and the customer received a replacement pump to resolve the issue.